Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the correct catalog number is 92129; not 93332 as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per patient's surgeon, the patient was prescribed cipro and tetracycline (date and amount not reported) to treat infection at implant site. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced an infection around the implant site, and the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same procedure.